Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via phone call that a piece from reservoir compartment broke off and they had to tape it in place. The customer's blood glucose was 248 mg/dl at the time of incident. The customer's grandmother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a cracked reservoir tube window and minor scratches on the lcd window.